Event description:
A report was received that the patient¿s scs device was causing pain. Trigger point injections were administered to the patient. The patient¿s ipg will be explanted.

Manufacturer narrative:
Additional information was received that patient underwent a revision wherein additional leads were implanted. The patient¿s ipg was not explanted. The patient was doing well post-operatively.

Event description:
A report was received that the patient¿s scs device was causing pain. Trigger point injections were administered to the patient. The patient¿s ipg will be explanted.